Event description:
Per the audiologist, the pt decided to have the device electively explanted. The pt was reimplanted with a new device during the same surgery. During device analysis, a fault was found.

Manufacturer narrative:
This is a final report, filed august 22, 2008. - results/findings of analysis: there was a tear on the side of the stimulator close to the helix exit. The results of tests performed with the device in saline solution showed that the tear in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly. The device passed all tests conducted when it was dry. Details of analysis: there was a tear on the side of the stimulator close to the helix exit. Bends and kinks consistent with explantation were observed along the electrode lead and array. Electrode ring e1 and stiffening rings s2 to s5 and s8 to s10 were crushed. The device was opened to the outer feedthrough area. There was evidence of the body fluid ingress into the outer feedthrough area. The device was soaked in 9g/l saline solution for 24 hrs. Consistent with the damages described above, electrical leakage was observed at the location of the tear. The device passed all the other tests including remote, reflected receiver coil impedance, implant load and two point probe tests conducted when dry.